Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 3.0 mmol/l with confusion/cognitive impairment. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the display screen was dim/discolored; however, that issue was resolved during troubleshooting by removing the display lens cover. Animas customer support confirmed there was no pump malfunction involved with the alleged adverse event. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.

Manufacturer narrative:
Follow up #1 submitted date: (B)(4) 2018. Animas has performed additional investigated this complaint and found that the patient's reported adverse event was not associated with the allegation of the display issue and initially reported. The reporter stated that the alleged adverse event reported was associated with a different issue that has been also been reported to the FDA on medwatch report # 2531779-2018-17032 on (B)(4) 2018 on animas pi# (B)(4) .